Event description:
It was reported that prior to a procedure at the user facility it was noticed that the trigger of the cordless driver 2 was loose and removable. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The event was confirmed through functional evaluation, disassembly, and visual inspection by the repair technician. The technician confirmed through visual inspection that the components including the asic, motor, trigger assembly, and handle were a part of a non-stryker repair.